Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose levels were not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.